Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received with intermittent buttons due to corroded keypad traces. No button error alarms noted. The insulin pump alarmed failed battery test due to faulty battery tube. The insulin pump has minor scratches on lcd window, cracked case at display window corners and broken belt clip slot.

Event description:
Customer reported receiving a button error alarm on the insulin pump. Customer replaced the batteries and received a failed battery alarm. Customer also mentioned that the numbers on the insulin pump were ramping up when entering carbohydrates. No further information reported.